Event description:
The customer reported that vasoseal was used on 4/2/98 following a stent procedure. The pt kept the discharged dressing on until 4/6/98. The pt presented to the ER on 4/8/98 with pain and drainage at the groin site. The pt was admitted to the hosp for a debridement and intravenous antibiotics. Culture results showed staphyloccus aureus infection.